Event description:
The customer reported a dead battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a dead battery. There was no report of pt involvement. The customer was shipped a new battery. We will consider that this failure of the battery failed to power the device. As on (B)(6) 2012 there have been no further reports from this customer site regarding this issue.